Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on (B)(4)9/2018 that on (B)(4)./2018 a loss of connection had occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the share logs was performed and no data on share tool in range of incident date. Reported allegation was not found. The allegation is not confirmed because no relevant issues were found within the investigation window.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/29/2018 that on (B)(6) 2018 a loss of connection had occurred. Data was provided for evaluation. The reported issue was not confirmed. The probable cause could not be determined. No additional event or patient information is available.